Manufacturer narrative:
Common name: nerve cuff. Product code: jxi. The 510k number: k132660. Surgeon indicated that inflammation underneath and around the axoguard nerve wrap caused the nerve to be irritated. Thus leading to foreign body like reaction and explantation. Common name: nerve cuff. Product code: jxi. The 510k number: k132660. Surgeon indicated that inflammation underneath and around the axoguard nerve wrap caused the nerve to be irritated. Thus leading to foreign body like reaction and explantation.

Event description:
Patient originally presented with pain and numbness following injury and bony fixation of ulna. (B)(6) performed surgery in (B)(6) 2015 and protected the ulnar nerve (dorsal sensory branch) with an axoguard nerve protector. There was neurolysis and the area with perceived scarring was wrapped with the protector. The patient came back with persistent pain and (B)(6) performed exploratory surgery on (B)(6) 2015. He found that the axoguard nerve protector looked good, but the nerve underneath was neuromatous and irritated. There was no infection or seroma, but there was small granuloma like foreign body reaction near the skin. The nerve was excised and the samples were sent to pathology.